Event description:
The customer reported the system failed to display a left monitor image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system; the image processor board was reconnected. The system operates as intended and was returned to service.